Event description:
It was reported that a doctor developed dermatological symptoms on the hands after use of xp bond adhesive. The patient was tested by a dermatologist, though results are not available as of this report. There is no indication that intervention was required to treat the symptoms.

Manufacturer narrative:
While it is unknown if the xp bond used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.